Event description:
It was reported that the patient expired due to reported cardiac arrest. Stored egms showed that all therapies appeared appropriate. There is no allegation from a health professional that the death was related to the device. No further information is available at this time.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.